Event description:
The day of hvad implantation, the patient was noted to have excess mediastinal drainage (>200 cc/hr) while in the intensive care unit (ICU). They returned to the operating room where they were transfused blood products and received electrical hemostasis of multiple regions within the thoracic cavity. The patient returned to the ICU post-procedure and has since recovered. It is not known if this event is believed to be related to the device by the treating physician.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported a patient experienced increased mediastinal drainage requiring re-operation for hemostasis. It was reported that the patient recovered after the event. The device was not returned to the manufacturer for analysis as it remains implanted. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.